Event description:
2001 bilateral breast reconstructin with implants and bilateral mastopexy (silicone implants). 2003 - pt noted to have ruptured implant on left. 2003 - pt underwent bilateral capsulectomy with implant removal. Right implant intact, left implant ruptured.